Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system generated cartridge chemistry "sample cuvette no fluid detected" errors and reagent probe b leaked into the drip tray below the probe. The customer wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
Beckman coulter service personnel were dispatched to evaluate the instrument, however, the customer resolved the issue prior to the arrival of service personnel. The customer resolved the issue by tightening the reagent probe b fitting that connects the tubing to the top of the probe. (B)(4).